Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that attempts to properly position the artificial urinary sphincter (aus) pump were taken with no luck. Therefore, a surgical procedure was performed to replace the pump and place the new pump in a more suitable location for the patient. It was also reported that the pump would take much longer than normal to re-inflate. A full recovery is expected for the patient.